Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found that smiths tampered seal label was missing and minor scratches on lcd lens screen. The customer stated problem was not confirmed. Unable to duplicate customer stated problem. However there were multiple "cassette not attached" error alarm messages found in the device ehl (event history log). Replaced dso (downstream occlusion sensor) sensor for preventive measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that it was required to reattach cassette, the alarms turned on, there are cassette issues. No patient injury was reported.